Event description:
A 3.5mm lcp proximal humerus plate/90mm broke post-operative. Patient was seen in office with failed imlpant. Implant was broken at the slotted hole. Patient has not returned to doctor's office.